Event description:
On 10/26/04, the pt contacted lifescan and reported that his fasttake meter kept displaying an error message. He mentioned that 'error' would come up on the meter display, but there was no number following the message. The pt neither alleged harm nor experienced injury or medical intervention. The customer care rep walked him through a blood test, but the meter displayed the message halfway through the countdown. Therefore, this issue was not resolved. He had contacted his dr to have his blood glucose level checked. The dr's meter result was not provided. Based on the info provided by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The issue was not resolved through troubleshooting. The pt's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.